Event description:
Hearing performance with the device is affected since august 2024 when the audio processor (ap) was replaced.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected since (B)(6) 2024 when the audio processor (ap) was replaced. The device has been explanted.

Manufacturer narrative:
Device investigation revealed a device failure caused by fatigue breakage of the transition link and subsequent damage of link wires, for causes not known in detail. However, since coil wire and wireguard fractures occured in that short timeframe, it is assumed that the implant was exposed to significant mechanical stress during the surgical procedure and that chronic implant movemen may have finally lead to the observed fractures. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.